Event description:
It was reported during an anterior lumbar interbody fusion surgery at the l5-s1 level using the synfix cage implant on a unknown surgery date, while the surgeon was placing the implant into the disc space with four fine tip screws (25mm length) were chosen and as the screw was being locked down the tip of the inserter (sd03.802.434) broke off in one of the screw heads. The surgeon determined that the fragment was too flush with the bone to be removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Also, review of the raw materials used to manufacture this device has been performed and no issues were identified. Investigation could not be completed, no conclusion could be drawn as no device was returned. Placeholder.